Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6) 2008. As part of the post market study, the pt reported experiencing a vitreous detachment. No further info was given by the pt. The doctor¿s office was contacted and further info was requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available. See MFR # 2023826-2012-00619 for right eye.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions no conclusion can be drawn. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).